Event description:
A pt developed redness and blistering at an IV site where tubing was secured on the hands with durapore tape following back surgery. Two days later, the hand had swollen to twice it's normal size and a large blister formed. Blistering migrated to the fingers. Two days later small blisters and hives were found else-where on the body. A plastic surgeon lanced the blisters and treated with debeidement and silvadene for 3 weeks. The hand is healing using derm aid emollient.